Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported out, and questioned by the pharmacy. The sample was repeated on an alternate instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that no other results were questioned and no other assays were impacted. Quality controls (qc) were within range. The customer performed precision testing on two levels of qc, and results were within range. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.